Manufacturer narrative:
Additional information: date of event.

Event description:
Healthcare professional (hcp) reported patient has received 3 sessions of hylaze, "nose is still red".

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of "redness" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional (hcp) reported patent was injected with 1ml juvederm® voluma¿ with lidocaine in the nose. Patient presented with redness to nose tip that was not settling. Patient declined the hcps offer to treat with hylase. Symptoms are on going.